Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - in.pact admiral svs/vqi registry for patients treated with the in.pact admiral dcb for in-stent restenosis in the superficial femoral and popliteal arteries. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified. It was reported that during the index procedure, two in.pact admiral balloons (4x80, 5x150) were used to treat a lesion in the sfa/popliteal. No complications were noted during the procedure. Approximately 254 days post index procedure, a target lesion revascularization was performed.

Manufacturer narrative:
This report is being submitted under (B)(4) for in.pact admiral dcb, product code onu - drug-eluting peripheral transluminal angioplasty catheter. Specific device model numbers are unknown. This data has been provided to medtronic by a third party and is limited and de-identified. All balloons were successfully used during the index procedure. The devices were not returned for evaluation. Manufacturing controls are in place to ensure that all product released meets manufacturing specification. Restenosis of the dilated artery is a complication associated with the use of the in.pact admiral pta balloon catheter and is listed as a potential adverse effect in the IFU. Therefore remedial action is not required. If information is provided in the future, a supplemental report will be issued.